Event description:
It was reported that this left ventricular (lv) lead was explanted due to loss of capture at maximum output. A new lead of a different model, was successfully implanted. No additional adverse patient effects were reported. Return of the lead is not expected. If the product is received for analysis, this report will be updated with pertinent information, upon completion of product analysis.